Event description:
It was reported that the patient developed an allergy after a surgery. The patient has been tested for a nickel allergy and requires information on the epoxidase enzyme usage in the cement composition. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ austria. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records and the raw material certificate could not be performed due to missing lot number. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.